Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic inguinal hernia repair procedure and absorbable straps were used. When firing in the inguinal space, the strap did not fully penetrate the tissue. The procedure was completed using a like device. There were no patient consequences reported. No additional information was provided.